Event description:
The device was used during an unk procedure. It was reported by the affiliate that the clips were malformed.(clip gap). There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual examination, it was concluded that the jaws and the lower shroud had become damaged and would not hold or form the clips properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. If the jaws are close over a hard object, the jaws can become damaged and will not form clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co stives to understand each incident as it occurs in order to continuously improve the products.